Manufacturer narrative:
Product complaint # : (B)(4). Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Broken pinnacle liner trial identified by cssd. No surgeon is affiliated with this incident. Surgery was not delayed. The product in mention is part of a consignment set. The instrument has been tagged and is ready for collection from hospital.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was received for analysis. Based in the visual examination of the part, there was not detected any breakage condition. However, it was noted that both, c-clip and screw fell apart from the device. Both components were returned for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.